Event description:
On (B)(6) 2012, the patient contacted animas to report she had been hospitalized while using the insulin pump. On an unspecified date in 2008, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she experienced the symptoms of nausea and vomiting. The patient reported that she was unable to correct her elevated blood glucose levels, and her mother took her to the hospital. The patient was admitted to the hospital with a diagnosis of stress, and treated intravenously with insulin. In 2009, the patient was hospitalized due to a uti, and in (B)(6) 2010, she was hospitalized due to an ovarian cyst. The patient was unable to provide any details of her technique, pump settings or status prior to these events. The patient did not have the pump available, therefore no troubleshooting could be done to determine whether the pump was functioning appropriately during these events. There is no information available regarding the status of the patient and the pump at the times of these reported events. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.